Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the non-health care professional on behalf of the consumer stating that she was diagnosed with a fungal keratitis. The eye specialist suspected that she could have contracted fungal keratitis while gardening. The current status of the consumer¿s eyes is unknown. Additional information has been requested but not yet available. As per new information received in follow up, fungal infection was confirmed in the consumer¿s left eye after corneal scrape sample was subjected for microbiological tests. She was prescribed with antifungal eye drops which she has to continue for 1-3 months and was advised not to wear contact lenses for at least next twelve months. Consumer also experienced decrease in visual acuity due to infection but the magnitude is not known currently. Consumer still has weekly pending reviews with ophthalmology department. The current eye status is symptoms improving at the time of this report. Additional information has been requested but not yet available.

Manufacturer narrative:
Additional information in follow has been received in the form of lot number update. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was returned and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The manufacturer internal reference number is: (B)(4).